Manufacturer narrative:
Not returned.

Event description:
It was reported that during routine follow-up, episodes of non-sustained rv oversensing were observed. The patient was asymptomatic. Review of the egms revealed possible myopotential oversensing. The patient was stable and will continue to be monitored with routine follow-up.